Manufacturer narrative:
It was reported that the leg section fell off, the patient fell and a staff member was allegedly injured attempting to catch the patient. A stryker field service technician (sfst) was dispatched for investigation. The sfst arrived at the customer site and visually examined the table, performed cycle tests and a full mechanical evaluation. The sfst was unable to replicate the complaint. The reported complaint stated that when allegedly fell, a staff member was injured attempting to catch the patient. According to the operon user manual, certain procedures are required for the table be moved after anesthetizing the patient. The first procedure is to be sure that the patient is properly secured to the table with straps. Stryker has not been able to verify any further information in regards to the alleged injury. If stryker obtains additional information, a supplemental will be filed. There was no injury or adverse consequence to the patient.

Event description:
It was reported that the leg section fell off, the patient fell and a staff member was allegedly injured attempting to catch the patient. There was no injury or adverse consequence to the patient.